Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had acceptable thresholds through the analyzer; however, post-operatively, the lead dislodged and the threshold through the device was variable. The next morning there was no capture on the lead at maximum outputs. The lead was initially turned off and later was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.